Event description:
The patient reported erosion and poor tissue healing due to high dose steroids the patient has been taking prior to implant and currently. An explant procedure was performed on (B)(6) 2022. No further issues have been reported.

Manufacturer narrative:
The surgical issue questionnaire was reviewed for potential causes of the reported issue. Based on this review, implanting an expired stimulator, not prepping the skin with antiseptic solution, not using antibiotics pre-operatively, not irrigating the incision site before closure, and using inappropriate tools have been ruled out as potential causes of the reported issue. However, the questionnaire shows the patient is a poor surgical risk, which is a contributing factor to the occurrence. A stimwave representative conducted a review of sterilization and packaging records for the respective product lot; stimwave has confirmed that the product was delivered sterile, validated sterilization parameters were used, and sterile barriers were verified to be intact following packaging. The stimulator is used to treat pain. The cause of the erosion and poor tissue healing are due to the patient being a poor candidate due to health (high doses of steroids), weight, age, or mental capacity as they are a poor surgical risk while taking steroids that inhibit healing (user error - clinician).